Event description:
The pt has two leads implanted with the same lot number. It was reported, the pt's one of her occipital (off label) leads had eroded through the skin. The pt underwent revision surgery on (B)(6) 2012 to replace the lead. The pt is pending following with an sjm representative for post operative programming.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of skin erosion could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.